Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was working in the garage and he overdid it. Customer went to bed and did not eat enough. Customer's wife found him in the morning with a blood glucose of 14 mg/dl. Customer's current blood glucose was 473 mg/dl. Customer was hospitalized on (B)(6) 2015. Customer's blood glucose was 14mg/dl at the time of admission. Customer had too much insulin and not enough glucose. Customer was advised to speak with his health care professional regarding the low blood glucose.

Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The updated information has been provided with this report.

Event description:
It was reported via email by the customer's wife that the customer was on life support. The customer was contacted and she confirmed it was regarding the previous hospitalization that has been reported on (B)(6) 2015. The customer's wife provided additional details, she stated that the customer was in pain medication and was not alert enough to manage the insulin pump. She also mentioned the customer had congestive heart failure as a result of the low blood glucose event. The customer was put on life support. The customer's wife wanted to return the insulin pump. The customer is no longer using the insulin pump. The customer's blood glucose was unknown.